Event description:
It was reported that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the past year from the date manufacturer became aware of the event.